Event description:
Medtronic received information that this bioprosthetic valve was explanted after a (B)(6) month implant duration due to paravalvular leak secondary to a broken suture. The valve was replaced with mosaic valve, with no adverse patient effects reported. The valve was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis: the device was discarded by the customer and will not be returned for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The cause of the broken suture / paravalvular leak may have been incorrect suture technique or suture. The type of suture used or the suture technique used were not provided. The IFU has several instructions for suture technique: "to affix each tab to the aortic wall, use three (3) separate mattress sutures with pledgets: two (2) lateral sutures and one (1) horizontal suture." And "an interrupted suture technique is recommended for implantation of the ats 3f aortic bioprosthesis, model 1000. Braided suture is recommended for the annular sutures." The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.